Event description:
The facility reported the device turned off by itself during routine biomed testing. Biomedical engineering stated that there was no report of pt injury. No additional details are available.